Event description:
While the ventilator was connected to a pt, it malfunctioned, alarmed and was disconnected from pt. There was no pt injury. Reference number lss-v06099

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab, solna, sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.